Event description:
The report indicated that between 11/2/97 through 11/4/97, the pt was on ECMO support using the reported devices. During a 24 hour period, 5 oxygenators were changed out on this pt. The report indicated foaming of the oxygenators. Pt died of multi organ failure. Add'l info stated that the pt's death was not related to the performance of the oxygenators. ECMO is an off-labeled use of the device.